Manufacturer narrative:
Product ID 8780, serial/lot# unknown, implanted: unknown, explanted: unknown ,product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, the returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis of the identified coring/tearing in the cup of the sutureless catheter connector that met leak criteria. Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received on 2022-may-18 from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 2000.0 mcg/ml at a dose rate of 210.0 mcg/day via an implantable pump. It was reported that the patient had died naturally of old age and there were no issues. There was no medical incident. Regarding environmental/external/patient factors that may have led or contributed to the issue, age was indicated. No diagnostic tests or troubleshooting was performed. It was indicated that they just wanted to return the device. The pump and catheter were returned to the manufacturer. The serial number/lot number of the catheter was not available. The date of death was unknown. The date of explant was unknown. The patient's medical history, age, and weight at the time of the event was unknown. Analysis of the catheter later revealed an unrelated out of specification condition.